Event description:
A customer reported that the plastic latch that holds the battery door onto the transmitter had broken and the battery door would not stay attached. Additionally, a fracture or moisture was observed. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that the patient has expired after an implant duration of approximately 63.1 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of approximately 17.6 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to dehiscence, perivalvular leak, and possible cx (-) endocarditis. It was also noted that 2/3 of valve sepatated from tissue and thrombus covering the annulus and the mitral valve ring.